Event description:
In 2005, pt received brain and c-spine scans on an altaire MRI system. During brain scan, the pt felt excessive warmth, described as fever like. The pt also complained about the loudness of the scan. The site did provide earplugs for hearing protection. The pt was aware of the operator call bulb to request assistance or stop the scan, and the pt indicated that he did not feel the warmth or noise were reasons to stop the scan at the time. The pt noticed tinitus (ringing in the ears) and some vertigo immediately following the scan. Vertigo was noticeable for about 10 minutes. Pt stated that the uncomfortable feelings from the heat subsided about 1.5 to 2 hours after the scan. In 01/2006, the pt reported that the tinnitus still comes and goes and he feels occasionally light-headed or fullness in his head during bad storms. He claims these symptoms did not occur before the MRI scan and will undergo medical tests to diagnose the condition.